Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895086 and gd895235 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unreported condition. The treatment was not reported. Two days later, the patient experience peritonitis and was discharged from the hospital. Two weeks after the patient was discharged, they were readmitted to the hospital for the peritonitis event. The cause of peritonitis was unknown. The treatment was not reported. The patient was discharged from hospital and was recovering from the peritonitis. The pd therapy was ongoing. No additional information is available. This is report 2 of 2.